Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a xience 2.75 x 12 and xience 2.75 x 8 were implanted in 2008. The patient returned in 2009 with the stents thrombosed. It was also reported that the patient had stopped taking plavix about 4 days prior. Plain old balloon angioplasty (poba) was performed to treat the thrombosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that thrombosis is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality issue. It should be noted that the product IFU cautions that "it is very important that the patient is compliant with the post-procedural antiplatelet therapy recommendations. Early discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, mi, or death." A conclusive root cause for the reported patient effect, and the relationship to the device , if any, cannot be determined. The xience v 2.75 x 08 will be filed under the same MFR number.